Event description:
Baxter reports that a minicap dropped off from the transfer set the actual date of the event is known. This event refers to the second of three incidents reported by the customer. There was no pt injury or medical intervention indicted by the international affliate.